Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was placed on an nkv-330 ventilator, which began to alarm low o2 supply because the patient had a high respiratory flow demand and required 100% oxygen. The respiratory therapist (rt) removed the patient from the nkv-330 ventilator and placed the patient on another nkv-330 ventilator. The patient was reported to have had some hypoxia and recovered to baseline. The hospital reported that they could not provide a ventilator serial number since the ventilator was not taken out of service, nor could they provide any patient demographics.

Manufacturer narrative:
The customer could not provide a ventilator serial number since this ventilator was not taken out of service. The customer could not return the failed ventilator; therefore, no failure investigation can be completed. Should the customer be able to provide a ventilator serial number, a supplemental report will be submitted.